Event description:
Patient called lfs alleging that the code strip coded meter incorrectly. Patient explained that the meter displayed "f5", instead of the code "f1". No adverse event occurred as a result of the issue. No symptoms were reported and no medical care was sought. The customer service representative discussed product discontinuance.